Event description:
Pt was being manually ventilated w/self-inflating manual resuscitator bag & peep valve while mechanical ventilator circuit was being changed. Pt had a cardiac arrest & during resuscitation it was discovered that the peep valve was jammed & this prevented exhalation. The peep valve was removed & the pt was resuscitated successfully.